Event description:
It was reported that the fiber was received without customer and device performance allegation information. Analysis of the returned device identified a fiber body break between the input connector and the control knob.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that there was a fiber body break between the input connector and the control knob. The fiber did not exhibited signs of usage as there was not devitrification or debris adhesion identified on the tip of fiber. Based on analysis, it is probable that rough technique or excessive manipulation contributed to the fiber body break. The interaction between the user and device caused or contributed to the observed fiber break. According to the instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Device history review the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the fiber was returned for analysis to our post market quality assurance laboratory. Visual analysis identified a fiber body break between the input connector and the control knob. The metal cap did not exhibit any signs of charred debris on its surface. The glass cap did not exhibit any signs of devitrification in the output window. The fiber was functionally tested with the hene (helium - neon) laser fixture. The aiming beam appeared at the break location. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber as intended. The fiber connector passed the connector segment verification test indicating there were no connection issues. Labeling review the device instructions for use (IFU) was reviewed. The IFU states: caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion analysis of the returned fiber identified a fiber body break between the input connector and the control knob. The fiber did not exhibited signs of usage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber break.